Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure it was difficult for the physician to gain access to the right atrium (ra), which took several trouble-shooting steps to navigate wire around ra and right ventricle (rv) leads in order to position for transeptal. The physician administered 10,000 units of heparin after crossing the septum. The was sheath was aspirated and flushed prior to pigtail insertion. After the pigtail insertion into the laa, there was a small non-mobile thrombus noted on the pigtail catheter, at the junction of the was sheath. The pigtail catheter and the was sheath were retracted towards the septum and were aspirated as the pigtail was removed from the was sheath. The pigtail catheter was thrown away. The was sheath was then aspirated using several 20ml syringes. The syringe volume did reveal clot. The activated clotting time (act) at this time was 264 seconds. Another 3,000 units of heparin were administered, the physician waited for another ten (10) minutes, and the act was 268 seconds. The physician administered 1,000 units of heparin. The was sheath was aspirated and flushed every two (2) minutes during this time. After another 1,000 units of heparin were administered, a new pigtail catheter was inserted into the laa. Contrast was injected and the closure device size was selected for implant. The procedure continued with no further issues and the closure device was implanted successfully. The patient went to postoperative after the procedure. The patient woke up from anesthesia and recovery was without complications. The patient stayed over-night, and discharge was anticipated for the next day. The patient is expected to fully recover.